Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the issue was caused by damaged video connector pin. However, the specific cause of the damaged video connector pin could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had no image. The issue occurred during the procedure, a therapeutic ureteroscopy, with no delay and a similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: minor dents and minor scratches, the pins inside the video connector are confirmed to be damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.